Event description:
The reporter contacted animas on (B)(6) 2013 and stated that the pump lost power. During troubleshooting, the patient replaced the battery and the pump would power on, then lose power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: multiple alarm 177 low battery warnings were observed in the black box. Evidence of partially discharged batteries being installed on (B)(4) 2013 observed in black box. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. Battery cap is able to be fully tightened. A power loss was not observed. Pump case was removed, evidence of moisture contamination found inside pump and on various associated electrical components. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.